Event description:
The customer reported that the device was heating up and that the button did not function. (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.during pre-repair assessment performed by technician, it was noted that a cable/cord was damaged due to normal wear and service. Additionally, the machine has water damage that prevents dismantling it. The product was replaced.